Manufacturer narrative:
(B)(4).

Event description:
Patient described the stimulation sensation as stimulation in wrong location. The patient reported feeling stimulation in the back. Confirm ins (stimulator) status with pp (patient programmer) and therapy was on. Decreasing amplitude eliminated the uncomfortable stimulation. The patient was able to increase stimulation to 3.0 volts and lower the stimulation to the upper buttock. Event date was (B)(6) 2016. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.